Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the light blue main body was separated from the twist sleeve and that the occlude feet were broken. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and it was noted that there was free flow through the set while the twist clamp was in closed position due to the broken occluder feet. The reported condition was verified. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the main body and twist sleeve of a transfer set which resulted in a leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.